Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient underwent a unrelated procedure. After the procedure, it was noted that patient was exhibiting false elective replacement indicators (eri) and false end of service (eos) notifiers. Programming changes were recommended to a healthcare provider. No patient symptoms were reported and patient was discharged after the event.